Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was unable to complete a power on cycle. The device would light up when the on button was pressed, then immediately lose power. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported issue was due to a failure of a crystal, designator y1 from the sbc (single board computer) which is located on the system pcb assembly. Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. Physio determined that the cause of the reported issue was due to a failure of a crystal, designator y1 from the sbc (single board computer) which is located on the system pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported issue was due to a failure of a crystal, designator y1 from the sbc (single board computer) which is located on the system pcb assembly.